Event description:
It was reported that the patient experienced frequent ipg charging. It was also noted that the leads favored the left side, however, the patient needed coverage on the right side. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility. No device malfunction suspected.

Manufacturer narrative:
Exact date unknown, event occurred at the beginning of year 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7070494/7070341.